Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device. A functional assessment was performed and the results confirmed that the motor was damaged, therefore, the reported condition was confirmed. This is due to improper handling and use. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that during a knee surgery the motor device was "burned out". There were no delays to the surgical procedure. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.